Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was surmised that the suggested phenomenon occurred due to a faulty internal board. However, the cause of this fault could not be further determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during preparations to use the evis exera iii video system center, there was no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did confirm the reported event by the customer. The evaluation uncovered that the patient board set needs to be replaced. The faulty parts were replaced, and the software was updated as well. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.